Event description:
Pt was on ambulatory pump for administration of subcutaneous terbutaline continuously. Pt should have received 3.9 ml in 24 hr period with the continous rate and programmed bolus. Evaluation of pump record for "amount given" indicated approx 6 ml was given in a 24 hr period. Pt developed rapid pulse rate and was admitted to hosp.